Event description:
A nurse reported that the probe did not work. The issue was resolved by replacing the product. There was no harm to the patient. Additional information and product sample were requested.

Manufacturer narrative:
For this complaint file, the final customer lot was identified. For this final lot, four different lots were used to make up the lot. A device history record review for each of the lots was conducted. The device history record reviews do not point to a root cause because all lots were released based on the manufacturer's acceptance criteria. A complaint history review indicates no additional complaints are associated with the lots. The returned probe was visually examined using 25x magnification. The probe was determined to be visually conforming. The sample was functionally tested for actuation, aspiration and cut. Actuation and aspiration were conforming, while cut was nonconforming. The evaluation confirms the probe does not cut properly. However, the reason for the probe not cutting properly cannot be determined from this investigation. (B)(4).